Manufacturer narrative:
The reagent lot number is 801081. The expiration date was not provided. The field service engineer (fse) observed traces of sample tube separator gel was found on the sample probe and a knick in the tubing from the pressure sensor to the sample syringe. The investigation is ongoing.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 3 patient serum sample on a cobas 6000 c501 module. On (B)(6) 2024, sample 1 had an initial result of 258 umol/l with flag. On (B)(6) 2024, the sample was repeated twice and the results were 62 umol/l and 66 umol/l. On (B)(6) 2024, sample 2 had an initial result of 509 umol/l and a repeat result of 116 umol/l. On (B)(6) 2024, sample 3 initial result of 649 umol/l and a repeat result of 55 umol/l. The repeat results were deemed correct.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.